Manufacturer narrative:
The product complaint analysis team has completed its analysis of the device which was returned. The process for analyzing returned devices begins with the visual inspection, functional inspections are also performed when condition of the returned device allows. The results of the analysis conducted by the appropriate engineers and technicians are listed below. Based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was received in good condition with one staple in the nose. It was cycled and fired 8 staples well formed and no anomalies could be identified during testing.

Event description:
It was reported the ems was used during a tap hernia repair. It was reported by the affiliate the clips got stuck in the tip of the instrument when trying to fire it. When firing the instrument the clip got deformed and stuck in the tip of the instrument. The deformed clip then prevented next clip to be fired/move forward. No more clip can then be fired. Another ems was used to complete the case. There was no consequence to the patient.